Event description:
It was reported that the user¿s ilet was not receiving readings from a paired dexcom g6 sensor, consistent with intermittent communication failure between devices and involving the antenna/electrical communication components; readings resumed before troubleshooting proceeded. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with electrical and magnetic elements and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.